Manufacturer narrative:
The patient re-scan was required due to an issue with the reconstruction computer. The corrective measure was to update the reconstruction computer. No additional patient information has been received; if further information has been found, follow-up MDR will be submitted.

Event description:
The system tablet was turned off during a scan, which required a rescan of the patient.